Manufacturer narrative:
No imaging or other testing is available to confirm placement and condition of the implanted components. The nalu system was in place and in use for more than 2 years before being explanted. Review of records found no history of any complaints or other issues related to this patient over the 2 years the system was in use. Suspect the patient request for explant was primarily related to the system not being conditional for a lumbar MRI.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat knee pain. In (B)(6) 2024 the firm was notified that the patient was scheduled for surgical explant of the system. Patient reported inadequate pain relief from the system despite several reprogramming attempts. Patient also reported an upcoming MRI for an unrelated body area that was unable to be completed with the nalu system in place. A full system explant was performed on (B)(6) 2024 per the patient's request.